Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device logged an event code which is indicative of a defibrillation problem, however no defibrillation issue was observed during evaluation. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device had displayed an event code which is indicative of a defibrillation problem. As a result, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the therapy pcb assembly that was replaced to resolve the event code and observed that no defibrillation charge was available during testing. The reported issue was verified. The cause of the reported issue was determined to be due to a shorted capacitor, c62, on the therapy pcb assembly.

Event description:
A customer contacted physio-control to report that their device had displayed an event code which is indicative of a defibrillation problem. As a result, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.